Manufacturer narrative:
(B)(4). Although there were reportedly no impact to the patient, the event description indicates that some blood loss did occur. The amount of blood loss was over 200ml. The actual device has been received but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not returned.

Event description:
The user facility reported valve leakage on the rss702 device during a procedure. Follow-up communication from the user facility reported the following information: (1) the 7fr pinnacle valve was leaking during an intervention; (2) according to the tech, the valve leaked over 200ml of blood during the procedure; (3) no transfusion or medical intervention was used post intervention; (4) the procedure was completed successfully; and (4) the patient was reported as doing good.

Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2015-00110 to provide the sample evaluation results. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the failure investigation was limited to evaluation of the user facility information and retention samples from the reported part/lot # combination as well as the surrounding lots. There were no visual anomalies noted during a visual evaluation. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot# combination confirmed there were no production related problems. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation results verified that the samples were normal product with no anomalies which would lead to the reported leak. The exact cause cannot be determined and there is no evidence that this event was related to a device defect or malfunction. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2015-00110 to provide the sample evaluation results.